Manufacturer narrative:
According to the facility, on (B)(6) 2026, the control syringe was backing off the manifold during procedures. Customer reports this is a safety concern for air leaks. The manifold was replaced and the same issue occurred. The facility reports no injuries occurred no medical treatment was needed. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, on (B)(6) 2026, the control syringe was backing off the manifold during procedures. The manifold was replaced and the same issue occurred.

Manufacturer narrative:
Update to b5: addition of transeptal procedure in left atrium to narrative. Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d). According to the facility, on 2/9/2026, the control syringe was backing off the manifold during procedures. Customer reports this is a safety concern for air leaks with these coming lose or off during transeptal procedures in the left atrium. The manifold was replaced and the same issue occurred. The facility reports no injuries occurred and no medical treatment was needed. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, on 2/9/2026, the control syringe was backing off the manifold during procedures. Customer reports this is a safety concern for air leaks with these coming lose or off during transeptal procedures in the left atrium. The manifold was replaced and the same issue occurred. The facility reports no injuries occurred and no medical treatment was needed. No additional information at this time.